Event description:
According to the literature, a retrospective study compared the survival outcomes of patients with stage 0 liver cancer treated with anti-viral therapies and liver resection versus percutaneous radio frequency ablation (rfa) between 2011 and 2025. It was noted that rfa was performed with cool-tip, using a 17-gauge needle with a 2- or 3-cm exposed tip. There were 269 patients included in the rfa group and complications included pleural effusion treated with insertion of pigtail catheter for drainage.

Manufacturer narrative:
Survival outcome was better with liver resection than with percutaneous radiofrequency ablation in patients with very early-stage hepatocellular carcinoma: a single-center retrospective study. Yi-hao yen, yueh-wei liu, chao-hung hung, chien-hung chen, kwongming kee, wei-feng li, chih-chi wang, sheng-nan lu, tsung-hui hu, jinghoung wang <(>&<)> chih-yun lin. Journal of investigative surgery, 39:1, 2625532, doi: 10.1080/08941939.2026.2625532. Published online: 09 feb 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.